Manufacturer narrative:
Additional information of x-rays and implant stickers provided. After review of the additional information received, it has been determined that the root cause will remain the same as found in the previous investigation.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is needing revision surgery; no additional information has been provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is further reported that the patient was revised due to loosening.

Manufacturer narrative:
Product was not returned, a dimensional analysis could not be completed, the condition of the components is unknown. The device history records were reviewed with no deviations/ anomalies identified. A product history search found no similar complaint for the related part and lot combination. Review of the primary operative notes showed acceptable extension, flexion, well-balanced gaps and excellent tracking of the patella with trials inserted. When the final components were implanted using a cementless technique, range of motion and stability were re-checked and found to be excellent throughout with well-balanced gaps and acceptable tracking of the patella using a no-thumb technique. The patient's medical history also reported that the patient was not having any problems and had rode 15 miles on his bike without complications. The physician's assessment of the patient's knee is mechanical loosening. A field action was conducted in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. FDA recall z-1266-2015 contains the scope of the persona tibia. The device in question was implanted prior to this field action. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
This report is being amended to reflect changes in sections. Other devices used: catalog #42522000711, persona cr vivacite articular surface, lot #62216960; catalog #42502806802, persona cr porous femoral component, lot #62745148. This report will be amended when our investigation is complete.